Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was in the 70s mg/dl, and the meter bg reading was 46 mg/dl. This level of inaccuracy does not present significant medical risk according to the parkes error grid. As a result of the increased basal, customer's blood glucose (bg) level lowered to low 40s mg/dl. Bg was addressed via consumption of carbohydrates. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.